Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the anterior, broken on the plug strap, missing the plug strap (50-75%) and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening, a striated broken on the plug strap assessed as surgical damage consist in the use of some surgical tool and missing plug strap due to inconclusive.

Event description:
Device has been explanted.